Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic with non-sustained ventricular lead noise due to occasional far p-wave oversensing. Device reprogramming was discussed. The device remains implanted.